Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and another insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen, problem isolated to pcba2. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests or verify insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies or verify pump error 35 alarm due to the critical pump error.